Manufacturer narrative:
A revision procedure took place. The leads were checked with a pacing system analyzer (psa) which showed normal pacing impedances. The physician determined that this ls-q array lead was not completed fractured, and decided to used the same lead while implanting a new device. Defibrillation testing was not performed. The physician wanted to know if using a new device with a partially continuous sub-q array was acceptable. A boston scientific technical services representative reviewed data and noted that his sub q-array may have been compromised back in 2008. In addition, since dft's have never been performed nor a shock delivered the only way to confirm that impedances were satisfactory was to do a shock lead integrity test. Technical services suggested monitoring the patient closely as a rise in impedances may indicate a complete lead fracture. No further information was obtained and this lead remains implanted.

Manufacturer narrative:
Upon additional information this event will be updated.

Event description:
Boston scientific received information that during a follow up a suspected fracture of this sq array lead was suspected. A revision procedure has been planned. No adverse patient effects were reported.